Event description:
Have so far not injured myself [no adverse event]. Brush head comes off. Brush heads in mouth - oral-b [device breakage]. Case narrative: male consumer via phone stated that the oral-b toothbrush head came off of the oral-b toothbrush into his mouth mid-brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.